Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of a fogging issue. Visual inspection revealed a damaged and cracked sapphire distal window and a left eye artifact. The signal integrity test had also failed on the cable. It was determined that the endoscope could not be repaired. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had fogging inside of the 30 degree endoscope. The customer tried to clean the endoscope lens but the issue persisted. Prior to calling, the customer replaced the endoscope with back-up and was continuing the surgery. The procedure was completed with no reported injury.